Event description:
Patient stated that nearly 1 year ago she experienced hypoglycemia. Patient stated she woke up in pool of sweat and recorded a blood glucose level reading of 20. Patient stated she ate glucose tabs then ate a full meal to recover. Patient stated she recovered from the event in an hour. Patient stated she was using humalog at that time.